Manufacturer narrative:
The reported event of failure to remove lead from header was confirmed. A full lead was returned in one piece for analysis. Visual inspection found the connector pin and connector cap pulled out of the connector assembly with the inner coil stretched all consistent with excessive forces during implant procedural. No other anomalies were found.

Event description:
Related manufacturer reference numbers: 2017865-2023-42799 it was reported that the patient presented in clinic for initial implant procedure. During procedure, it was found that the implantable cardioverter defibrillator (ICD) atrial port set screw was stripped and the right ventricular (rv) was not able to be disconnected from the ICD header after initial connection. Both the ICD and the rv lead were not implanted and replaced by an alternate near at hand on (B)(6) 2023. Patient condition was recovering.